Event description:
A medtronic representative reported the site was 2 mm inaccurate during a two level fusion case with fluoro nav. They had to manually acquire the images, but other than that they had no issue activating images. The surgeon was able to successfully complete the case using the navigation system. There was no negative impact to the patient reported.

Manufacturer narrative:
The medtronic representative reported that he performed a system check at the site using the saw bones model. He tested the awl tip, 5.5mm tap, and the thoracic awl instruments and they were all accurate. He also acquired scans of the saw bones model and was able to accurately navigate using the scans and multiple instruments. The reported event was not able to be duplicated by medtronic personnel. The site has done successful cases since this issue.